Event description:
Health professional reports: 3 consecutive protime system inr error message: inr too low. Unspecified lab system inr result 11.7. Vitamin k administered and pt sent home. Pt therapeutic range 2.0 - 3.0 inr.

Manufacturer narrative:
Method, results, conclusions code: manufacturer evaluation / investigation pending product return.